Event description:
Follow-up revealed the patient's sensor was recalibrated via right heath catheterization procedure on (B)(6) 2018. The mean was increased by 9 mmhg. It was also reported the patient's issue was related to sensor drift. The patient's sensor readings will be monitored over time to confirm validity.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's clinic wants to confirm the validity of the pressure sensor readings. As a result, recalibration may be pending once the sensor becomes stable.